Manufacturer narrative:
D10: concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(6).egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2k0366 sigpshell - sig power sigpshell control shelll, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, while approaching the duodenal region to resect, the o pening/closing was checked, and the screen showed all green without any problem. When the cartridge was opened and closed several times to approach the duodenum and determine the resection line, an alert sound seemed to occur. When the screen was checked, only the battery mark in the upper right was displayed, and it seemed that there was no zone indication or any system indication. After determining that the handle was not usable, the power handle was taken out from the abdominal cavity and the surgery was completed by using a stapler from another company. After the device was collected, the jaws were remained closed, and could not be removed from the adapter normally. The powered handle was forced to restart by pressing and hold down the green button, and it started up as usual. There was no patient injury.